Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported an overdischarge. There was a report that the patient's battery had been overdischarged after a pocket revision. They began the first trickle charge and then was able to start charging. A power on reset (por) was cleared and reviewed with the patient to fully charge the battery before turning it back on. The issue was resolved at the time of the report. No surgical intervention occurred. The patient had done a pocket revision however no additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.